Event description:
Caller reported malfunction on pump. There was no adverse impact to customer's blood glucose level. Caller had not previously reset pump for this malfunction, so technical support provided reset information and assisted with resetting pump. After reset, malfunction did not recur, and customer was instructed to continue using pump and to call back if issue happened again. Caller acknowledged understanding of instructions.